Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed in sections as nipro is an (B)(4) manufacturing site. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for insufficient blood flow with the incident lot was not observed as all product specifications were met. A review of the manufacturing records was completed for the incident lot and no issues were identified. Additional troubleshooting was conducted by tech services who had spoken with the customer and had reviewed the importance of ensuring the connection with the needle holder, luer adapter and female connector were secured prior to blood collection. Customer was sent educational materials to review amongst their employees. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for insufficient blood flow with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection sets had slow flow through the wingsets. No serious injury or medical intervention reported.